Event description:
The customer stated the pediatric quadrox ID was changed out due to high transmembrane pressure of greater than 90 mmhg. According to the customer, their homeostatic mgmt was no different than what they use with the pediatric quadrox ID on other occasions. The unit is not available for investigation. The customer was informed, again, to retain these products so they can be investigated. He had no other info for me at the time of the discussion. (B)(4).